Event description:
Yesterday morning I was rushing and grabbed a bottle of clear care contact solution. I squirted it on my contact before inserting in my eye. Needless to say I thought it was saline solution but was quickly made aware that it was not when my eye started burning with an incredible pain. Getting shampoo in my eye was nothing compared to the clear care solution which has 3% hydrogen peroxide. I rinsed out my eye several times with water. Flushed it as much as I could. I also called my eye doctor and she had me come in so she can check my eye. She flushed and cleaned my eye and then prescribed medication eye drops and an over the counter eye wash. My left eye is very red, watery, and has been oozing mucus over 24 hrs now. It has continued to throb and hurt. It feels like I was socked in the eye and have a continued eye headache. Manufacturers of clear care must change shape of bottle!!!!!!. It should not look identical to contact saline solution bottles. When your vision is blurry without your prescription, you don't read the label, you grab what your accustomed to using. Accident occurred on (B)(6) 2014. Medication administered to or used by the patient: yes. Outcome: temporary harm/injury. When and how was error discovered: immediate eye burning and painful red eye. Watery eye with mucus discharge. Patient counseling provided: unknown; reporter's recommendations: manufacture needs to use different color of bottle and different shape. (B)(4).